Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an attempted implanted, when the ra lead was placed into the connector and physician turned the torque wrench, it clicked twice then spun in the set screw aperture. Physician re-inserted the wrench and tried to torque the screw down, the wrench did not click. A new wrench was tried and same results, no clicking. Physician tugged at the lead and it seemed tight, but decided not to use the ICD. The ra lead connection was inspected visually and it looked normal. A new device was used and all leads were attached and set screws torqued without trouble. The patient was asymptomatic prior, during and after the case. The patient was fine in the recovery room.

Manufacturer narrative:
Correction: the PMA was not previously reported. The reported atrial set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone material inside the atrial set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted from clicking when set screw was fully tightened.